Event description:
This clinic has found 3 machines in the dialysis unit with contamination inside the machine. Reporter/user facility said "the dark brown contamination was minimal, and was only visible if you looked very closely with a flash light".